Manufacturer narrative:
Batch review performed on 22 august 2019. Lot 1900063: (B)(4) items manufactured and released on 29-apr-2019. Expiration date: 2024-04-14. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in, 2 weeks after primary surgery, complaining of pain due to a fracture caused by a subsided stem. The surgeon cabled the fracture and revised the stem, head and liner. The surgery was completed successfully.